Event description:
It was reported to tyco healthcare / kendall that a customer had a problem with a uvc catheter. The catheter did not show up on xray as it should have, issue with correct placement of distal end in patient.

Manufacturer narrative:
An investigation is currently underway. Any conclusive results will be forwarded.